Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The dc power adapter was returned for evaluation, and subsequent testing verified the complaint. The unit was defective. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
There is a spring inside the adapter that goes into the car that turns sideways and creates an arc inside the device.